Manufacturer narrative:
(B)(4). Method: two unused devices from the incident lot number were received for evaluation and investigation. A visual inspection, flow rate accuracy test and pressure pot test were conducted. A review of the device history record (DHR) was performed. Results: pump #1 was filled with 270ml of 0.9% saline. Flow accuracy testing was performed. After 37.5 hours of testing, the pump yielded a flow rate of 1.97ml/hr, which is within specifications with a +/-15% tolerance. Pressure pot testing was performed on the flow restrictor (glass orifice) with the tubing detached from the pump. The average bladder pressure used was 9.52psi. After 5 hours of testing, the glass orifice yielded a flow rate of 1.91ml/hr, which is within specifications with a +/-15% tolerance. Pump #2 was filled with 270ml of 0.9% saline. Flow accuracy testing was performed. After 37.5 hours of testing, the pump yielded a flow rate of 1.93ml/hr, which is within specifications with a +/-15% tolerance. Pressure pot testing was performed on the flow restrictor (glass orifice) with the tubing detached from the pump. The average bladder pressure used was 9.52psi. After 5 hours of testing, the glass orifice yielded a flow rate of 1.82ml/hr, which is within specifications with a +/-15% tolerance. The investigation summary concludes that during flow accuracy testing for both pump #1 and pump #2 that the pumps had a flow rate that was within specifications with a +/-15% tolerance. During pressure pot testing for the flow restrictor (glass orifice), the flow restrictor met specifications using the average bladder pressure. No fast flow was observed on the pumps. Conclusion: as the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the actual device was received for analysis. A review of the device history record (DHR) was performed. Results: evaluation and investigation results will be provided once they are completed, as testing is currently in progress. Per the DHR review the lot meet manufacturing specification at release. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending.

Event description:
It was reported by the international distributor that an incident occurred as "fast infusion." Report states " fast infusion, the therapy finished before the prevision." No further information provided.